Manufacturer narrative:
Pump passed the displacement test and rewind test. However, unit received with a33 alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm due to loose/protruded support disk. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip. The pump was received with 50% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place. Unit received with a33 alarm was confirmed due to loose/protruded support disk. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm during rewind. Customer stated the drive support cap was sticking out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.